Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: ¿breast implant prophylactic mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic female who underwent an unspecified breast reconstruction surgery with an unknown mentor silicone prosthesis experienced ¿breast implant prophylactic removal to avoid injury¿ post procedure. Patient stated that previously she had siltex implants and because of the cancer scare, and recalls, her doctor wanted her to get them removed and replaced. Patient stated that there was no issue with the implants at all. As a result, patient underwent bilateral replacements as follow: left/ catalog number: cat: smhx400, serial number: (B)(6), right/ catalog number: smhx400, serial number: (B)(6) on (B)(6) 2021. This report relates to the left side. Note: please see other patient event in manufacturer report number: 1645337-2022-13961